Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There was no evidence to suggest that this device malfunctioned.

Event description:
Patient fell and sheared off patella. Patella needed revised.